Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and two shocks for an apparent atrial arrhythmia with rapid ventricular response (rvr). Technical services (ts) reviewed the episodes with the physician. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.